Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive technical support engineer (tse) and reported that they are facing a hard error c-34. Before calling in they already checked the cables. Tse suggested to restart the erbe without any instrument connected but error returned. Tse confirmed error pointing to a defective erbe generator. Tse suggested to use an external generator, but the hospital did not have to appropriate cable to connect it to the system. Tse suggested to use the original foot pedal of the external force triad and place this at the surgeon console. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the integrated electrosurgical unit (iesu) due to the c-34 error. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Based on the field evaluation, this reported event was confirmed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis team. The iesu was analyzed, and the reported failure was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. Error c-34 was triggered on startup.